Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, did not experience repeat cgm error after reset, and successfully started new sensor session; no additional information was received regarding the outcome of the event.